Event description:
It was reported that the bd ultra-fine¿ pro pen needles are not permeable. The following information was provided by the initial reporter: ¿patient informs us, that the needles are not permeable. The insulin came out of the needle only drop by drop.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one open and fifty two sealed 32g x 4mm pen needle samples were returned from lot. No. 1075781, cat. No. 320561. A clog testing was carried out on the one open sample and 30 sealed samples as per q-sop-183-dl and no issues were observed. See attached data collection form. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd ultra-fine¿ pro pen needles are not permeable. The following information was provided by the initial reporter: ¿patient informs us, that the needles are not permeable. The insulin came out of the needle only drop by drop.¿